Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: the device instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail. The below statements were identified from the gore® excluder® aaa endoprosthesis IFU as having a relation to the complaint. -following manufacturer¿s instructions for use, advance and inflate the appropriate size pta balloon to seat the iliac end of the contralateral leg endoprosthesis. Follow the manufacturer¿s recommended method for size selection, preparation and use of the pta balloons. Carefully inflate the balloon to avoid complications. In addition, the gore® excluder® aaa endoprosthesis IFU states possible defects and adverse events include endoleak, dissection, perforation, or rupture of the aortic vessel & surrounding vasculature. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and gore® molding & occlusion balloon catheter as an accessory. In the final angiography after performing a touch-up with a mob balloon, contrast leakage was observed near the distal end of the contralateral leg, indicating vascular injury. As a treatment, an additional stent graft was intentionally implanted to extend the contralateral leg to the right external iliac artery. The patient tolerated the procedure. Physician's comment: ¿the cause of vascular injuty is believed to be the strong touch-up.¿